Event description:
The affiliate reported: when the device was implanted on a pediatric patient, the adapter (color blue) that comes with the ventricular catheter, stay on contact with the dura mater and patient's brain collecting cerebrospinal fluid. The problem apparently is caused because the piece which is inserted on the skull is longer than the skull thickness. We do not know the exactly date for the event, we only know that the event happened on (B)(6) 2014. (During use on patient). Other action taken: the surgeon had to evacuated the cerebrospinal fluid (need to operated the patient). On 8/22/2014, additional information from the affiliate stated: there was no delay in the surgery, the problem occurred once the shunt was implanted. The patient had to go through another procedure to remove the collection of csf and required some extra controls.

Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.